Event description:
A 3rd party biomedical engineer contacted physio-control to report that the customer's device was powering on and off by itself. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control examined the customer's device but was unable to duplicate the reported issue. As a precaution, physio replaced the device's battery pins as well as both battery latches. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.